Event description:
Per the clinic, the patient experienced healing problems, resulting in a decision to explant the device. The device was explanted on (B)(6) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 180 mg/dl and 94 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.